Manufacturer narrative:
(B)(4). Batch # unk. The following information was requested, but unavailable: what type of procedure was the device used in? No information. Where within the gap setting scale was the orange indicator prior to firing? No information. Was the device able to be fired? No information. If the device was fired: did the device staple? Na. Were there any staples missing from the staple line? Na. What was the shape of the staples (b-formation, irregular, legs straight)? Na. Did the device cut? Na. Was the cut line fully circumferential around the target tissue? Na. If the device fully cut, were both tissue donuts present? Na. If the device fully cut, were both donuts complete? Na.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.